Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event was confirmed in the laboratory and was due to a low battery voltage. No high current sources were found during testing. The battery was sent to the manufacturer for further analysis. An internal anomaly was found to be the cause of the loss of communication.

Event description:
It was reported that the device could not be interrogated.